Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing low blood glucose and believed that insulin pump may be over delivering insulin. Customer¿s blood glucose was 18 mg/dl, 27 mg/dl and 55 mg/dl. Customer reported to have passed out a couple of times. Customer also reported that insulin pump had physical damage. Customer was advised that insulin pump would need to be replaced. Insulin pump is expected return for failure analysis.